Event description:
It was reported by the sales representative (sr) that the male luer fitting, which is on one end of the 6" extension, was cracking. The part attaches to the metal female luer fitting which is part of the intra-aortic balloon (iab) catheter bifurcation piece. Additional information obtained from the sr on 08 oct,2014 stated that the perfusionist was calling from the operating room (or) to report a broken luer connection on the 6" extension for the fiberoptix sensor (fos) iab connection. The sr had difficulty hearing the perfusionist to get the details, so the sr asked the perfusionist to call back after the case was over. On the evening of (B)(6) 2014, the perfusionist called the sr back. He remarked that it was noticed that blood was dripping on the floor in the or from under the dressing of the iab catheter. There was emergent removal of dressing/bandages to understand the problem. They had to remove the plastic male luer portion from the inside of the metal female luer portion that is attached to the iab bifurcation, all while blood continued to drip out. The patient needed a unit of blood to replace what was lost. The perfusionist stated that he couldn't spend a lot of time with the sr as he had a long day in the operating room. The sr told the perfusionist he would follow-up to obtain more information. An update received on 17 oct, 2014 from the perfusionist stated that the iab was placed in the cath lab and the patient was in the or for open heart surgery. Everything was fine and the patient was prepped. While harvesting the leg graft, blood was noticed on the floor. When they lifted the drapes and dressings they noticed the male adapter had broken. There was a significant amount of blood and the patient was transfused with two units of blood. The patient expired five days post op from a pe (pulmonary embolism) or aspiration, unrelated to the event. The perfusionist clarified that the sample had been discarded.

Manufacturer narrative:
(B)(4). Sample will not be returned as it was discarded.